Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported that the customer experienced low blood glucose of 45 mg/dl at the time of the incident. The customer was at 226 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The caller thinks the pump overheated and caused the customer's lows. Troubleshooting was completed. Customer reported brown discoloration on the pump. The insulin pump will be returned for analysis.